Event description:
Procedure: lap colon. According to the reporter: the staple line did not hold. Staple formation was not correct. The staple line leaked. Surgeon then used a ta to re-sect and re-do the staple line. Or time delay was approximately 15 minutes.